Event description:
Twenty (20) minute into a turp procedure the circon acmi 30 degree resectoscope stopped functioning. Attempts to clean the lens on both its proximal and distal ends with lens cleaning solution were unsuccessful and not allowing a good visualization to the lens. It appeared the distal tip of the lens on the side opposite the eye piece was extremely foggy and did not allow any sort of image to be obtained. A 23fr acmi rigid cystoscope was substituted.